Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer froze at boot-up. It was indicated that the programmer had internal contamination, including the xy printed circuit board (pcb) which was replaced. It was also confirmed that the power cord bay door and keyboard were damaged. It was not confirmed that the electrocardiogram (ECG) was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze with a blue screen. It was also reported that the electrocardiogram (ECG) was noisy even with a new cable. The back door and keyboard were also broken. The programmer was returned for service. No patient complications have been reported as a result of this event.